Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgeon, the tip of the device broke off. The tip was retrieved and the procedure was completed.